Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to syncope. Upon interrogation the right atrial (ra) impedance measurement was noted to have increased. Loss of atrial capture with increased threshold measurements were also noted. The pacemaker was reprogrammed from pacing in both chambers to only pacing in the ventricle. The pacemaker was still left programmed to sense in both chambers. The on call physician referred the patient to the clinic. The field representative contacted the clinic and found that they will continue to monitor the patient and no further changes were made to the system. It was also noted that the patient has other medical issue that are being addressed and possibly caused her syncope. The pacemaker and ra lead remain in service and no additional adverse patient effects were reported.